Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The customer reported for ¿check novopen¿ message was not observed issues. Known good sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. The known good sensor was scanned and glucose results were observed after warm-up for few minutes. Scanning worked as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the message "novopen error" when scanning the adc device with application (galaxy s23, os 14). The customer therefore was unable to obtain sensor readings and felt unwell. The customer was given an unspecified treatment from a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving the message "novopen error" when scanning the adc device with application (galaxy s23, os 14). The customer therefore was unable to obtain sensor readings and felt unwell. The customer was given an unspecified treatment from a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is not applicable. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.